Event description:
It was reported that several patient deaths occurred related to the patients getting pumps filled at home by nurses. Patient/device information, cause of the event, troubleshooting/diagnostics, interventions/treatment, and drug information were not reported. Fur ther follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. The date of patient deaths were not reported. (B)(4).